Event description:
It was reported that there was undersensing and mode switch events on the right atrial lead. The lead was programmed to a non-tracking mode because the patient has not had symptoms requiring the tracking mode. The patient is sick with unrelated issues. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.